Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01852. It was reported the patient is experiencing pain and pressure on her right side at the ipg site when she stands up and walks and muscle spasms in her lower back. She also reported experiencing a warm sensation at her ipg site. Follow up information identified she continues to have the pain at the ipg implant site and her lower back continues to cause her discomfort. She is no longer experiencing warmth at the ipg site. The patient was seen by her pain management physician and he advised her to wait 4 weeks before addressing it. Follow up is pending with her physician for evaluation.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.